Event description:
It was reported that the device showed alerts for atrial noise reversion. The patient was in chronic afib. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.